Event description:
The facility reported a colleague infusion pump with a defective display. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a defective display was confirmed and reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The reported condition of a defective display was confirmed, but not reproduced during product evaluation. A service history review revealed that this device was previously serviced for the reported condition. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through mdq-(B)(4). Should additional information be received, a follow-up medwatch will be submitted.